Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use, the ventilator displayed an error which rendered the graphic user interface inoperable; ventilation was not interrupted. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.